Event description:
Facity alleges blood leak during dialysis. Occurred 10 minutes into treatment visible fiber leak. Blood circuit discarded ebl 250cc. Treatment restarted with new dialyer. No further medical intervention required.